Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's reservoir. The mother states there are air bubbles in the reservoir. The customer's blood glucose level at the time of incident was 167mg/dl. Troubleshoot was conducted. The customer was advised the reservoir would have to be replaced and returned for analysis.

Manufacturer narrative:
One opened and used reservoir was inspected for o-ring/stopper groove anomalies and none were found. A leaking test was run and no leaks or air bubbles were observed.